Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had no downstream occlusion alarm. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of no downstream occlusion alarm. Visual evaluation found downstream occlusion (dso) seal bubble, air in line sensor loose, upstream occlusion (uso) seal bubbled, and battery door spring bent. No previous repairs were found in the last 12 months. Review of event log did not show alarm. The probable cause was dso sensor fail. Confirmed complaint by performing a downstream occlusion alarm test. The dso sensor was defective. Replaced dso sensor, dso seal, dso bezel, and calibrated dso. Upon further inspection, the air detector failed the height test. The air detector was not properly attached to the pump, replaced air detector. Latch lock failed go-no-go test, replaced latch lock. Battery door connection spring was bent, replaced battery door. The motor odometer was outside of serviceable limit and replaced motor. Camshaft and extruders were found to be unusable during a downstream occlusion alarm test, replace camshaft and all three extruders. The optical sensor was replaced as a preventative measure. Uso seal was deformed and uso seal replaced. Device passed all test criteria after repair.